Event description:
It was later reported that at the patient¿s doctor visit on (B)(6) 2013 when the doctor was ¿regulating the stimulator, there was some complications and he believed one of the leads kind of popped out".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Upon further review, it was reported that manufacturer¿s representative was getting question marks during impedance testing.

Event description:
The patient has experienced a shocking/jolting sensation and uncomfortable stimulation at lead location since a car accident in (B)(6). When pressing the device site, the shocking/jolting sensation increases. Once released the stimulation changes. Prior to the accident he received great coverage. His neurosurgeon thought the lead had moved. The impedance measurements were greater than 4,000 ohms on some of the bipolar pairs and with all contacts paired with electrode 6. Battery voltage was measured at 2.94v. It was clarified the patient lost stimulation in his back and therapeutic effect on the right side. Electrode 6 was no longer functioning and the device was reprogrammed around it. Reprogramming the device made it better but the therapy was not as good as it was before.

Manufacturer narrative:
Concomitant medical products: product ID 7435, serial# (B)(4), implanted: (B)(6) 2005. Product type: programmer, patient: product ID 7495lz25, serial# (B)(4), implanted: (B)(6) 2002. Product type: extension: product ID 3888-28, lot# l45885, implanted: (B)(6) 1997. Product type: lead: product ID 7495lz25, serial# (B)(4), implanted: (B)(6) 2002. Product type: extension: product ID 3888-28, lot# l47256, implanted: (B)(6) 1997. Product type: lead. (B)(4).